Event description:
As reported, this patient underwent endovascular repair using gore excluder aaa endoprostheses. The physician was unable to cannulate the contralateral gate of the trunk ipsilateral leg component; therefore, the patient was converted to an unplanned aortouni-iliac procedure. An additional trunk ipsilateral leg component was deployed inside the first one and extended with an aortic extender component. A femorofemoral bypass was then performed with coil occlusion. The final result was good.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.